Event description:
This report summarizes 1 malfunction events. A review of the events indicated that two (2) patient sample tests using the capture-r select reagent on automated blood bank systems produced an unexpected false negative result with a dat assay and an unexpected compatible crossmatch result. Through post event tests and investigations, no specific causes were determined for the malfunctions.